Event description:
Medtronic received information that immediately post implant of this 25mm aortic bioprosthetic valve, it was reported that the patient became hypotensive with an acute decline in left ventricular function as demonstrated on transesophageal echocardiogram (tee). The patient was then put on cardiopulmonary bypass (cpb) again to perform further coronary artery bypass grafting (CABG), utilizing another segment of the saphenous vein for a saphenous vein graft (svg) to the obtuse marginal (om) branch and the left anterior descending (lad) artery. The patient was then taken off cpb and function was normal. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.